Manufacturer narrative:
Unit alarmed compromised force system sensor during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime or no delivery test due to system sensor alarm. Pump passed the self, restart error, displacement and all operating currents, measurement were normal. Unit was received with minor scratched display window, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked on battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was 118 mg/dl at the time of incident. Troubleshooting explained the possible cause of the alarm and customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.